Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
The user¿s caregiver reported that on (B)(6) 2025 the user experienced high blood glucose (bg) of 511 mg/dl following a lack of continuous glucose monitor (cgm) input for 72 hours caused by a lack of supplies. The user was transported to the emergency room, treated with intravenous fluids and intravenous insulin, and discharged the same day. The user¿s healthcare provider (hcp) has since confirmed cgm coverage, prescribed backup insulin, and no long-term health effects were reported.